Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) system was explanted due to right ventricular pacing induced cardiomyopathy. Suture sleeves were tied down to the subclavian vein at initial implant and upon the explant of the leads, a subclavian vein tear occurred. There was excessive bleeding in the ipg pocket upon explant of the system. The ipg and right atrial (ra) lead were explanted and not replaced. The right ventricular (rv) lead was partially explanted and not replaced. The physician was able to achieve homeostasis and planned to proceed with the rv lead extraction and system replacement at a later date. No further patient complications have been reported as a result of this event.